Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer stated that one morning last week she woke up with an insulin reaction. Customer stated she was passed out. She did not mention how, but paramedics arrived and tested her on her advantage meter which read 190 mg/dl, retest result on paramedic's meter within 10 minutes was 90 mg/dl. Customer was not treated by the paramedics. Customer stated she woke up from the insulin reaction was felt fine afterwards. A request was made for the return of the meter and strips.